Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported stylus issue; analysis found the stylus was not fully plugged in. Once the stylus was installed properly, the stylus worked as expected. Analysis also found the printer drawer latch and overlay/bezel were broken. The ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was found loose. It is noted the keyboard cable was twisted and stressed and the power cord bay was worn. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the paper door is broken. It was also reported the screen is cracked and the stylus is unreliable. The programmer was returned for repair. No patient complications were reported as a result of this event.